Event description:
Caller states the patient is in need of an urgent MRI due to an aneurysm, however their device is "dead", doesn't turn on, and they don't use it. They used to see their hcp but have not seen them since (B)(6) 2022, and they won't sign off on a document until they see the patient. Caller states they spoke with the representative (rep) today, and they stated that they could call the manufacturer. Tss reviewed possible eos, MRI eligibility and guidelines. They are not sure when this began. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.